Event description:
It was reported that the site was having an issue with the handheld and it would keep freezing. No additional info is available. Good faith attempts to obtain additional info has been unsuccessful. The cause of problem is unk at this time.